Event description:
It was reported that the patient had been monitored for sometime for low impedance values in bipolar, the patient was then programmed in unipolar until recently, the impedance went to less than 100 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.